Manufacturer narrative:
Additional information: date of event, concomitant medical products. Additional information received (B)(6) 2019 customer reported that no information is available as to when the event occurred, during the infusion or what was done to resolve the issue. Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to have no damage observed on the pump but slight evidence of possible fluid ingression at the base of the pump. Event history log review was performed and found evidence of reported problem. Visual inspection and simulated use testing were performed. The customer's reported problem regarding "showed lec 1870 code" was able to be duplicated. During investigation the pump was power up and the pump displayed lec 1870. Simulated use testing was able to download event log. Investigator's was able to read out the pump error log and run the pump. The event log verified that the event occurred (two 1870 alarms recorded). The 1870 error code is motor_timeout1. The pump was opened, and motor tested within specification. Service replaced the pump optical switch as a preventive measure. The problem source of the reported problem is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave pump alarming for "error code 1870". No adverse effects reported.